Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm on alarm history screen. The pump was received with currents in spec. No unexpected low battery alarm, scratched lcd window, cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and low battery alert. The blood glucose at the time of the incident was unknown. The customer states the insulin pump was exposed to a high magnetic field and there was a motor position encoder error. The pump passed the displacement test and the drive support cap appeared intact. The insulin pump had reoccurring motor error, and was not able to prime. The pump passed the self-test. The troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.